Event description:
During an angiography procedure, the atb advance balloon ruptured and did not come out with the shaft when the device was being removed. The physician was able to retrieve the balloon through a groin incision. No further intervention was needed. The pt's outcome is unk at this time.

Manufacturer narrative:
(B)(4). Event is still under investigation.